Event description:
Edwards received information that this bioprosthetic valve, implanted approximately eleven (11) years, was explanted due to regurgitation. Per source documentation provided, the device was calcified. The explanted device was replaced with a model 3300tfx 23 mm. There were no adverse patient effects reported as a result of the replacement.

Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device was explanted greater than nine (9) years for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately eleven (11) years. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
The device was not returned. The device was not returned for analysis; therefore the clinical observation could not be confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.